Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a160, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger, product ID 977a160, serial# (B)(4), implanted: 2015-(B)(6), product type lead. (B)(4)

Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) pocket site. One doctor would implant the leads and a different doctor would implant the ins. The cause of the infection was being investigated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.